Event description:
It was reported that the patient experienced inappropriate therapy for supra ventricular tachycardia (svt) due to wavelet not applied. It was noted that the right atrial (ra) lead had undersensing of small p waves. The device and lead remain in use. No further patient complications have been reported as a result of this event.